Manufacturer narrative:
Stimuplex hns 12 nerve stimulator was returned to bbraun (B)(4) and sent to the manufacturer for eval (B)(4) 2011. A follow up with the facility was conducted on (B)(4) 2011. (B)(6), bio-med of user facility, stated that there was no pt injury. He also stated that the dial was turned up to its highest voltage (5 volts) when administered to the pt. He noted this will generally cause discomfort when doing so. He also stated that general practice with this device is to start at 1 to 1.5 voltages and slowly turn it up to 5 voltages. While it does not appear at this time that there was a device malfunction, the manufacturer's investigation into this reported event is ongoing. Should the manufacturer's investigation identify any issues with the involved device, a follow-up report will be filed.

Event description:
Stimuplex hns 12 nerve stimulator. As reported by user facility: hns12 unit, (B)(4) on 2 occasions, "shocked pt," last episode occurred on (B)(6) 2011. Ground pad in place attached to red end of cable, needle placed in black end of cable, when unit turned on, pt experienced a "shock." No further details available as to location, intensity of shock. Info from (B)(6). (B)(6) states cable is in good working order.